Manufacturer narrative:
Unit received no button response due to flattened act and creased esc button dome switch. Unit received with cracked reservoir tube lip. Inspected connector on lcd and no unlock keypad connector.(B)(4)

Event description:
The customer reported via phone call that the insulin pump keypad buttons are hard to press and customer is using nails to press them. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for keypad but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.